Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that they were went to hospital due to high blood glucose and insulin pump was locked out. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Healthcare professional stated that the insulin pump had recurring no delivery alarms. Customer was gone through eye surgery. The insulin pump will not be returned for analysis.